Manufacturer narrative:
This report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a procedure the insertion handle with the protection sleeve and drill sleeve in place was aiming off when placing the screw in the 120-degree lock option. There was play in the sleeve/handle. The long 3.2mm drill bit went through fine and centered in the nail 120-degree hole. To complete the procedure the nail was locked in the dynamic slot with a 4.0 mm screw and then the 120 degree was screw was placed. There was a surgical delay of twenty (20) minutes. The procedure was completed successfully. There was no consequence to the patient. This report involves one (1) unknown screws: trauma. This is report 4 of 4 for (B)(4).